Event description:
Patient reports missing 2 weeks of copaxone (approximately 8 doses) because she had difficulty using the autoject device. Referred her to injection techniques video on website and walked her through injection process. Reports no side efforts or worsening of ms symptoms.